Event description:
The core (B)(4) driver was sent for analysis because it would not stop running when the trigger was not pushed in during a procedure. A readily available alternate device was used to complete the procedure without delay; no adverse event was associated with the device.

Manufacturer narrative:
A sticky reverse trigger and corrosion of the socket were identified as probable causes for the device to continue running even when the trigger was not activated. Damaged sockets can create impedance on the hall sensor line which could send intermittent false run signals to the device.